Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a sustained ventricular arrhythmia which required defibrillation or cardioversion. Association with the device was considered unlikely but could not be ruled out. The patient underwent cardiac catheter ablation. Their central venous pressure (cvp) was 8 mmhg, pulmonary artery (pa) systolic pressure 32 mmhg, pulmonary artery (pa) diastolic pressure 15 mmhg, pulmonary artery wedge pressure (pcw) 19 mmhg and cardiac output 2.3 l/min. They remained admitted until (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.